Manufacturer narrative:
Add'l info.

Event description:
It was reported the surgery was extended past 30 minutes. While the broach was in the canal, the top of the broach sheared off during extraction attempt from broach handle.